Event description:
Procedure: posterior sacrospinous colpopexy. According to the reporter: the user verified the needle was seated before using the instrument. Used one needle. Took a bite of the iliopectineal ligament. No resistance as the needle went through the tissue. Removed the endo stitch instrument and there was no needle seated. The suture was removed and it had a clean break with no needle. The needle was left stuck in the iliopectineal ligament. The user opened another endo stitch to finish procedure. The user did not xray for the needle at the time as surgeon felt more damage would be done to the ligament if she tried to find it. Xray afterwards showed the needle was in stuck in the iliopectineal ligament. The needle remained in patient.

Manufacturer narrative:
Initial report sent to the FDA on 12/10/2007.